Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. In addition, the customer reported that the sensor expired prematurely. There was no reported impact to the customer's blood glucose levels. Customer replaced the sensor to resolve the issue. No additional patient or event information was available.